Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "cvl passed over guide wire without issue. Guide wire attempted to remove, able to withdraw some -10cm then unable to withdraw any further guide wire felt stuck, firm pressure applied to wire no further withdrawal possible from within brown lumen. Flushed other lumens and aspirating blood and flushing with ease, confirming placement within femoral vein. Wire still able to be removed, external sheath/covering of wire appears to have unravelled off of central component of wire." It was reported device was removed in its entirety. No report of a patient injury.

Event description:
The complaint is reported as: "cvl passed over guide wire without issue. Guide wire attempted to remove, able to withdraw some -10cm then unable to withdraw any further guide wire felt stuck, firm pressure applied to wire no further withdrawal possible from within brown lumen. Flushed other lumens and aspirating blood and flushing with ease, confirming placement within femoral vein. Wire still able to be removed, external sheath/covering of wire appears to have unravelled off of central component of wire" it was reported device was removed in its entirety. No report of a patient injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one cvc 5-l catheter and one spring wire guide (swg) for evaluation. The guide wire was found to be unraveled. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire was unraveled from the proximal weld and was kinked/distorted in several locations along the body. The j-bend was intact. The returned catheter showed evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip is tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. The total length of the core wire measured 603 mm in length which is within the specification of 596 - 604 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.794 mm which is within the outer diameter specification of 0.788-0.826 mm per guide wire product drawing. The catheter body length measured 218 mm which is within the specification of 207-227 mm per catheter product drawing. The returned swg was not able to be functionally tested due to the damage. A lab inventory guide wire of same diameter as that supplied in kit, 0.826 mm was used to functionally test the catheter per the instructions for use (IFU). The IFU provided with this kit states "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The lab inventory guide wire passed through the distal extension line and catheter body of the returned catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "cvl passed over guide wire without issue. Guide wire attempted to remove, able to withdraw some -10cm then unable to withdraw any further guide wire felt stuck, firm pressure applied to wire no further withdrawal possible from within brown lumen. Flushed other lumens and aspirating blood and flushing with ease, confirming placement within femoral vein. Wire still able to be removed, external sheath/covering of wire appears to have unravelled off of central component of wire" it was reported device was removed in its entirety. No report of a patient injury.